Manufacturer narrative:
Concomitant product: 5076 lead, implanted: (B)(6) 2010. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance of the rv pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was unexpected delivery of a ventricular tachyarrhythmia therapy. Concomitant product: product ID ddbb2d1, serial# (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. The right ventricular lead was reported to have noise, short v-v counts, and a spike in pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.